Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Customer reported their alarms do not sound in the librelink application. Per the results of the extended investigation, no issues were identified with the librelink app. If product data is returned, an investigation of product data will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not sound while using the freestyle librelink app. As a result, customer was not aware of low glucose levels and experienced symptoms of sweating, tiredness, and was unable to move. The customer required treatment of juice and oral glucose gel by partner. There was no report of death or permanent impairment associated with this event.